Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining positive cytomegalo virus (cmv) igg results generated by unicel dxi 800 access immunoassay system for three patients. The results were not reported out of the laboratory. The positive cmv igg results were questioned because the patients had negative cmv igm test results and a clinical history of negative cmv igg results. Repeat testing of the patients' samples on an alternate method produced negative cmv igg patient results for all three patients. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Specific patient sampling details were not supplied by the customer to date. Qc results were within the customer's established limits on the day of the event. System check data has not been supplied to date. The customer indicated that the patient samples are available for further testing. However, no patient samples have been received by beckman coulter to date for additional testing. The cause for this event has not been determined to date.

Manufacturer narrative:
Beckman coulter received a patient sample from the customer and reproduced the customer's results on the undiluted, re-centrifuged sample. Beckman coulter then performed heterophile antibody interference testing and demonstrated the presence of interfering substances in the sample. Heterophile antibody interference was the root cause of the erroneously (B)(6) results. Beckman coulter labeling contains statement concerning heterophile antibody interference as below: for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the patient sample. Patients who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce antibodies, e.g. Hama, that interfere with immunoassays. Additionally, other heterophile antibodies such as human anti-goat antibodies may be present in patient samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of patients suspected of having these antibodies. (B)(4).